Event description:
It was reported that the lead exhibited loss of atrial capture. The patient had a history of complications with atrial capture, so the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.